Manufacturer narrative:
Customer service conducted troubleshooting with the customer; including resetting the battery, disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. The troubleshooting did not resolve the issue and the customer was sent a replacement pump in style maxflow breast pump. Return of her original device was requested for testing/evaluation. In follow up with a complaint handler on 12/12/2020, the customer indicated she was diagnosed with mastitis and was prescribed antibiotics for two weeks, but it was now resolved. She additionally indicated that her replacement breast pump was working much better that her original pump and she is much happier with this model. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that her freestyle flex breast pump had low suction and she had an infection.